Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was suspected premature battery depletion. The device was explanted and replaced. There was also high thresholds on the right ventricular (rv) lead noted. The lead was replaced. No patient complications have been reported as a result of this event.